Event description:
Patient reported she is currently in the hospital to get her central line replaced. Central line was leaking bloody seepage. Patient is getting new line placed tomorrow morning, (B)(6) 2024. No further information provided. Date of hospital admission or anticipated discharge date not specified. Length of stay is ongoing. IV remodulin premix patient. Reported to (B)(6) by: patient/caregiver.